Event description:
A 6 mm spider embolic protection device was advanced over a prowater and into the mid portion of the graft followed by removal of the prowater. The spider device was then deployed. A 4.0 x 38 promus premier drug-eluting stent was then deployed in the proximal portion of the graft at 24 atmospheres. Follow up angiogram demonstrated less than 10% residual stenosis with timi iii flow, and no complications. The spider embolic protection device was then retrieved fully. On withdrawal through the proximal stent. The distal portion of the spider wire was snagged on the proximal stent.despite multiple attempts to advance the spider retrieval catheter we were unable to retrieve this wire segment and it ultimately became sheared off in the distal portion. There was approximately a 5 mm portion of the retained wire in the proximal stent.======================manufacturer response for spiderfx, embolic protection device, spiderfx (per site reporter).======================no response as of this report.